Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a broken screen and further noted that it had screws missing, its lower case was broken and its battery contacts were contaminated. It did pass its incoming testing. The main board was calibrated, the battery contacts cleaned, parts were replaced and the device passed its final tests with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator's screen was broken and its housing was missing screws. The generator was returned for service. No patient complications have been reported as a result of this event.